Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E1. Address information was not provided, therefore, xx was used as a place holder. Investigation: root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that an unreported bd 20 gauge 'jelco' catheter broke. The following information was provided by the initial reporter, translated from portuguese to english: avp, jelco 20, showing infiltration. When removing it, the employee observed that the jelco was broken, leaving the entire catheter (transparent part) inserted into the patient.